Event description:
It was reported that the patient experienced a shocking or jolting sensation in his right hand and the right side of his body. The patient did not know if the symptoms returned when the stimulation was off; however, it was reported that the patient was to stop taking his parkinson's medications "cold turkey." Impedance values were reviewed and appeared to be within normal range for the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7482a40, serial# (B)(4). Implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v576421, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). Lead model 3387s-40, lot# v576421, implanted: 2011, (B)(6).

Event description:
Additional information received from the hcp reported that the patient had a broken lead which was replaced.